Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets fell off during use events on (B)(6) 2024 and (B)(6) 2024. The blood glucose level was 556 mg/dl and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.